Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic, the device was found to be in bvvi (backup vvi) mode with hv therapy disabled. It was noted that the patient felt the vibratory alert. A firmware download was performed successfully to restore the device. Upon interrogation, low high voltage lead impedance was observed. During induction testing, the device indicated possible high voltage circuit damage. Analysis of the ICD revealed that the bvvi (due to power on reset) and impedance anomaly was due to a damaged output stage circuit. Visual inspection showed multiple arc marks on the can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The lead remains implanted.